Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of short battery runtime is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported, that the console alarmed "20 minutes". Then shortly after, the pump shut off. As a result, the pump was plugged in during the transportation. And the field service agent (fsa) later replaced the battery. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the console alarmed "20 minutes", then shortly after, the pump shut off. As a result, the pump was plugged in during the transportation, and the field service agent (fsa) later replaced the battery. There was no report of patient complications, serious injury, or death.